Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. During the onsite visit the field service engineer (fse) could not reproduce the reported problem. The fse tuned the focus of camera as a preventative measure. The system meets specifications per service installation record. The product was found to be within specifications. No technical root cause was identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the (B)(6) 2014 UDI regulation date. (B)(4).

Event description:
A technician reported, it is difficult to acquire the eye tracker on some pupils so that they can continue with the treatment. Additional information has been requested.